Manufacturer narrative:
(B)(4).

Event description:
It was reported that during review of a stored egm, it was noted tat the patient received inappropriate atp and hv therapy due to a sinus rhythm that fell into the ventricular tachycardia zone. It was noted that the patient felt pre-syncopal. Emts delivered a shock to convert the rhythm. An additional atrial lead was implanted to have more discriminators. The device remains implanted.